Event description:
It was reported that the patient presented to clinic with pocket stimulation. Programming changes were made but issue persisted. On (B)(6) 2025, the physician elected to implant a right ventricle leadless pacemaker and deactivate the pacemaker and right ventricular lead. The patient's condition was stable and was discharged.